Event description:
On july 12, 2006 the health care professional/reporter (patient's caregiver) contacted lifescan alleging that the patient's one touch ultra was "not working right" but does not know what is wrong with the meter. The medical affairs specialist (mas) sent a letter on july 18, 2006 since the patient and reporter could not be reached by telephone. The mas listened to the original call to obtain/verify information. The reporter stated that the patient was having "fainting spells" and was taken to the hospital by ambulance on the day of even at 5pm. The patient reportedly tested on her meter before and while experiencing symptoms but the reporter does not know what her meter readings were at the time. The reporter was unable/unwilling to reporte what actions the patient took after the use of the meter. The reporter claims the patient was admitted to the hospital "to regulate her sugars" and "to get her off insulin," however, the reporter was unable to provide the patient's blood glucose levels obtained by the health care professional and the patient's treatment. It would be helpful to obtain the following: when the meter stopped "working right," the patient's blood glucose meter results obtained before and during her "fainting spells," if the patient made any recent adjustments to her diabetes care based on the meter readings, and the patient's diagnosis and treatment received at the hospital. The customer care advocate verified that the meter turned on and the meter was correctly coded; however, the reporter did not have sufficient supplies to perform a test on the meter. It is unclear how the meter was "not working right" and the patient's blood glucose results were not provided; however, this complaint is being reported because the patient experienced fainting spells and was admitted to the hospital to regulate her blood glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.